Event description:
Surgeon using hydroset to close craniotomy and after 4 minutes the product was runny and did not set up. Another product used to complete the surgery. No delay or medical intervention was required.

Manufacturer narrative:
The reported event that the product did not harden fast enough could not be confirmed. Although the complained device was not returned, the bmr was reviewed and no discrepancies were noted. The tests of the retain sample passed the defined specifications. Based on the investigation the root cause was attributed to a user related issue: the user mixed the cement for 4 minutes instead for 4.5 minutes, so the device could not set up. Indications for any material, manufacturing or design related issues were not found in the investigation.